Event description:
It was reported that during implant there was a failure to remove the set screw from the header of the pacemaker. The pacemaker was not used and the physician elected to complete the procedure with a different pacemaker. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event of problems tightening/loosening the atrial setscrew was confirmed. Analysis revealed the torque wrench was being inserted by the user through the septum off-center and at angles. When the setscrew is screwed out of the socket it falls sideways such that the wrench can no longer be inserted into the setscrew inset to engage the setscrew to tighten or loosen it. No device anomalies were found. The problems are related to the user¿s incorrect use of the torque wrench.